Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2021-(B)(6)13:32:55 cst pli# 10 product ID# 977d260 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID neu_style t_acc lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the lead found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative. The physician had informed the patient that there was an issue with the trial lead implant. The patient noted that the first lead was faulty during the procedure. Further clarification of the implant was received. During the trial placement, one of trial leads had high impedances after a lot of manipulation of the lead in and out of the needle and was returned (serial number (B)(6)). The trial was completed with an implantable lead and a trial lead (trial lead serial number (B)(6)). The patient had coverage of bilateral back to feet in the room. In the recovery room, dtm (differential target multiplexed) programming was programmed and the patient was sent home.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a health care professional. It was reported that after the health care professional implanted the trial lead, the lead connectivity was checked with the wireless external neurostimulator, and one contact was red. The manufacturer representative tried stimulation and got an out of regulation message. The health care professional moved the lead slightly, and the manufacturer representative checked impedances again. 4 contacts were >40k and 3 contacts were >7k and only one contact was good. The manufacturer representative tried moving lead into the other contact set in the wireless external neurostimulator and the same issue occurred. The manufacturer representative did not have any more trial leads, so they had to use an implant 977a2. The new lead had perfect impedance, and the patient was able to start the trial.